Event description:
Serious injury involving one person. Patient was using a bottle of solocare 12oz for disinfecting her lenses. She developed infiltrates the first week of use in january which lead to corneal ulcers on both eyes.